Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).

Event description:
The reported informed that the equipment displayed a message code indicating energy out of range and sys stopped during a procedure. The case was aborted and a secondary procedure will be performed. After this case laser was rebooted and all other scheduled procedures were performed. Additional info has been requested.